Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a procedure performed on (B)(6) 2025. During the procedure, the device failed to deliver energy. The settings had been adjusted to an unknown configuration at the time the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: the returned captivator ii was analyzed, and a visual evaluation noted that the working length and wire were kinked at proximal section (strain relief). A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. According to the product analysis performed on the device, it was found that the working length and wire were kinked. These failures likely have occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during unknown procedure performed on (B)(6) 2025. During the procedure and inside the patient, there was energization failure. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.